Event description:
The customer reported an error 20004, which is a system failure/cycle power message, occurred on this device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.